Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two (2) samples were received in used conditions, without its original packaging and with its certificate of safe handling. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting to received unit, according with visual inspection, condition reported in complaint is visible, however, this does not assure us that there is still a failure of the process, according to the description of the complaint, the patient chewed through the cuff, it is clearly seen in the images marks or perforations caused by teeth causing leakage in the air valve. Based on this the failure mode cannot be confirmed. Based on visual inspection, condition reported in complaint is visible, however, this does not assure us that there is still a failure of the process, the most probable root cause is that damaged occurred after the product left the facilities due to parts are 100% tested by leak and cuff symmetry test and the valve is needed to inflate the cuff. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
2 of 2. It was reported there were two cuff issues. Patient chewed through the cuff and the device was found broken when box was opened. No patient injury was reported.